Manufacturer narrative:
No button error alarm was noted from the insulin pump. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 116 mg/dl. The customer stated that he changed the battery and consulted with an endocrinologist and was advised to call medtronic. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.